Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the initial report, the device failed the incoming visual/functional check, would not start interrogation. Further analysis found that there was corrosion and contamination on the printed circuit board assembly, this was the cause of the unit not being able to power up.

Event description:
It was reported by the patient that when the start button on the remote monitor was pressed it failed to power up. No indicator lights came on and it did not initiate any telemetry. The monitor was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.